Manufacturer narrative:
(B)(4).

Event description:
The dental implant fx4508swc was removed on (B)(6) 2018 due to failure to osseointegrate 9 months and 6 days after implantation. The patient has history of hypertension and diabetes and is a tobacco user. The doctor noted bone resorption during explantation. The patient has recovered without complications.